Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, but the lens tore/broke during injection/delivery into the patient's left eye (os). There was patient contact but no injury. The backup lens was implanted and the problem was resolved. The cause of the event was the device. Additional information has been requested but none has been forthcoming.